Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that on the day the implant was placed in (B)(6) immediate extraction site 20 in the mouth, primary stability was not achieved. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that on the day the implant was placed in (B)(6) immediate extraction site 20 in the mouth, primary stability was not achieved. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)